Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during bile duct stone removal (est)procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket was opened a little and contrast was injected but it was leaking from the proximal end of the device. The device then became unable to extend. Upon inspection it was noted that the shaft of the device had separated. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during bile duct stone removal (est)procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the basket was opened a little and contrast was injected but it was leaking from the proximal end of the device. The device then became unable to extend. Upon inspection it was noted that the shaft of the device had separated. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the outer sheath was torn and pushed away from the distal end of the heat shrink. The side-car presented push-back and was torn near the distal end. Functionally, the basket could be extended and retracted without issue. Additionally a leak test was performed and it was noted that water did leak through the torn sheath. The condition of the returned incident device was consistent with the complaint; shaft separated and leak at the proximal end. The most probable root cause for this is operational context as the damage observed to the device causing the leak most likely occurred during use. Furthermore, the report that the device basket won't open was not confirmed. During the evaluation the basket was able to be extended and retracted easily and wires were even and not deformed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).